Event description:
A customer contacted technical service to report that the likorall 242 lift, could still operate when the red safety switch has been pressed. This occurred during patient use. There was no patient/user injury, medical intervention, symptom, or adverse event reported. There were no other devices reported to be involved.

Manufacturer narrative:
The customer resolved the issue by replacing the electrical card on the unit. Based on this information, no further actions are required at this time. Likorall overhead lift is intended for use in, health care, intensive care and rehabilitation. Likorall overhead lift is designed for fixed installation and free-standing lift systems. All common lifts and transfers can be performed using likorall overhead lift, for instance between bed/wheelchair, to/from floor, toilet visits, gait training, and together with stretchers. Likorall r2r (room to room) overhead lift enables the patient to be moved between two rail systems in separate rooms. Likorall overhead lift with the es designation is prepared for operation with the wireless handcontrol remote (ir) and in addition, a transfer motor can be connected for motor driven movement along the rail. Likorall s, irc overhead lift is prepared for continuous charging through the railsystem. Although there was no adverse event reported, if the emergency stop was to malfunction during a patient transfer it could lead to a serious injury or death,